Manufacturer narrative:
(B)(4).

Event description:
From (B)(6) 2001 to (B)(6) 2009, the pt had "great results" from the pump at a dose of 121 mcg. Since the pump was replaced on (B)(6) 2007, the pt experienced "ongoing issues." The therapy became ineffective. The dose was increased 400%. A dye and rotor study were performed and were normal. The pump and catheter were explanted on (B)(6) 2011. The pt outcome was reported as recovered without sequelae. A follow-up report will be sent if additional info becomes available. The drug in the pump at the time of the event was baclofen.